Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and a fluctuation in impedance were observed on the atrial lead. The noise could not be reproduced. The patient was referred to an electrophysiologist for further monitoring of the issue. No patient symptoms were reported.